Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer initially tried using different wall adapters and cables without success but was able to resolve the issue by using a non-tandem charging cable. Tandem technical support advised against using third-party supplies except for troubleshooting and arranged to send a replacement tandem wall adapter and charging cable. There was no shutdown or inability to turn the pump back on.